Event description:
Patient tested on the suspect device with an inr result of 8.0. A lab inr result was 4.8. No controls were used. No treatment alleged. The device was replaced and requested to be returned for evaluation.